Manufacturer narrative:
Follow-up# 2.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. When investigated, the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the issue with the meter started at the beginning of (B)(6) 2015, when she obtained alleged inaccurately erratic blood glucose results of "130 and 80 mg/dl," performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that as a result of obtaining the alleged inaccurate results, she had to repeat the blood glucose tests to compare readings, resulting in "painful fingers." She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used blood from the same approved sample site and she described the correct testing steps. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information previously submitted within the MFR narrative of follow up #2. The narrative should have read as follows: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. The evaluation codes have been updated to reflect results of additional testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.